Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video scope eg29-i10. In the event reported, it was stated that there was no image, ccd defective. The anomaly was observed in the workshop during inspection. There was no adverse event reported with this complaint. The device is pending repair where the defective part will be replaced. No additional information was provided this complaint.